Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and verified the unit would not transition from alternating current (ac) to battery power. The asp reported the battery volts were low at 14.5 and the battery light emitting diode (led) did not illuminate to indicate the unit was charging. The battery was confirmed to be original equipment manufacturer (OEM) and of an acceptable age (less than 5 years). The asp verified the power management (pm) printed circuit board assembly (pcba) was updated appropriately per a current change order. The asp determined the likely cause of the issue was pm pcba failure and component replacement required. The investigation is ongoing.

Event description:
Philips received a complaint from customer biomedical engineer (bme) reporting the v60 ventilator could not be powered on unless plugged into an alternating current (ac) power source. The device was in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service.

Manufacturer narrative:
H10: the authorized service provider (asp) exchanged the power management (pm) printed circuit board assembly (pcba), but the issue persisted. The asp inspected all connections and found a loose pin in power harness assembly cables. The asp reseated the pin in power harness assembly cable. The device was verified through testing as being operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.